Manufacturer narrative:
Device evaluation: a carefusion field service representative (fsr) evaluated the device on site. He was unable to calibrate the expiratory transducers. Checked diaphragms and replaced the flow sensor but there was no change. He replaced the gas delivery engine and there was no change. He performed the exhalation valve characterization test and it corrected the reported problem. The ventilator is now working within specifications and no other issues were found. (B)(4).

Event description:
The customer reported while using the avea ventilator, the peep is off by 4 cm and the vti and vte readings are also off on this unit. The customer stated the unit was on a patient during use; the customer stated they replaced the ventilator with another ventilator with no patient harm.